Manufacturer narrative:
The depuy warsaw research fellow examined the submitted devices and confirmed polyethylene wear. In addition, evidence was found suggesting loosening of the femoral component while in vivo. Prod info for the tibial insert component, required to review the device history records was not provided. Review of the device history records for the tibial tray and femoral components did not reveal any anomalies. The investigation could not conclusively identify the root causes of the polyethylene wear and device loosening, as third body debris in the joint space, pt repeated extension/hypertension, pt activity level, the length of time implanted (unk) and the method of sterilization during MFR could all be contributing factors. Based on the investigation findings, the need for corrective action is not indicated. In addition, the tibial insert and femoral component prod codes are discontinued items.

Event description:
Pt was revised due to polywear, osteolysis, and loosening of the femoral and tibial components.